Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously low platelets result with instrument generated flags for one (1) patient sample assayed on their coulter act diff analyzer. The erroneous patient sample result was reported outside of the laboratory. There was no impact to patient treatment associated with this event. The patient was sent to a local hospital to be redrawn and to have a cbc performed. The results obtained were interpreted to be normal. The customer generated an amended report with the results obtained from the hospital. The amended report was sent outside of the laboratory. The customer reported that quality control (qc) samples assayed both before and after the event yielded results which recovered within the laboratory's established ranges.

Manufacturer narrative:
While the root cause of this event is unknown, the instrument generated flags alerted the customer to further review the sample. A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the performance of the analyzer and assisted the customer with calibration. The fse verified the performance of the analyzer per established procedures and determined that the analyzer met all current performance specifications. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.